Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing retainer. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The insulin pump was received with fading serial number label, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring was missing. The customer reported that the insulin pump had low battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.